Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the stapler misfired and no staples came out. It was reported by the rep that the surgeon stated "instrument was old, and had been misplaced." The rep also stated that "instrument was too dirty to handle and would not be returned." There was no consequence to the patient.